Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that after the tube was intubated, fracture was confirmed. The thyroid tumor extirpation was continued and completed after intubating another tube. There was a little less than 20 minutes delay on the procedure. There was no detachment with the device. There was no patient impact.

Manufacturer narrative:
Analysis found that there were no components or area of the device that were fractured or sustained physical damage. The cuff was inflated with 15cc of air using a syringe, there was no leak. Visually, there was no anomalies in the construction of the device that would have resulted in the reported event. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 15 ohms, red [w/white band] 13 ohms, blue 115 ohms, and blue [w/white band] 14 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that an artifact occurred and the alarm did not go off.